Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tha for the patient's right hip joint. Post-operative progress was good. It was reported that the patient had a pain and insensitivity at the most recent regular outpatient visit. The surgeon checked by x-ray, he found bone atrophy at acetabular side and fracture at floor of the acetabulum. There was also loosening of the cup (the cup was manufactured by kyocera.). The revision surgery was performed on (B)(4) 2020 due to loosening of the cup and armd. The surgeon found that there was black powder at head-neck junction, the breakage of the screw (p/n: 556071), deformation and discoloration of the joint capsule. The surgeon replaced the cup, the stem and the head. He remained the sleeve and broken end of the screw in the body. He remained the broken screw because he could not remove it from the bone. The surgery was completed without any surgical delay. The surgeon commented that the cause of this event was problems with the sliding surface and head-neck junction. The surgeon will keep the patient under observation. No further information is available.